Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was confirmed. The reported difficult to position was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the re-stenosed stent in the proximal obtuse marginal, the hi-torque pilot 50 guide wire met resistance during advancing in the non-abbott guideliner. While attempting to remove the pilot 50 the radiopaque tip became separated from the wire; remaining in the aorta. A snare device was used to retrieve the tip fragment from the anatomy. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.